Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Subsequently, the customer experienced a blood glucose (bg) level of 490 mg/dl. The customer went to the emergency room and was subsequently hospitalized. Bg was treated with intravenous insulin and saline. No information was provided regarding the release date, however, with the issue resolved and no permanent damage. Customer did not have the pump available for troubleshooting with tandem technical support. Multiple contact attempts were made to obtain additional information regarding the event; however, no response was received from the customer.